Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader and no signs of misuse were observed. Evidence of fire due to a melted, burnt screen has required further investigation for the reported complaint. Further investigation was performed and it was determined that the returned reader was likely exposed to microwave frequencies which damaged printed circuit board assembly (pcba), battery wires, central processing unit (cpu), and the lcd (liquid crystal display). The returned reader did not power on by button press, strip insertion, or through a universal serial bus (usb) cable. A visual inspection was performed on the returned reader and burnt marks and extensive damage was observed on the pcba as well as various reader components. Similar damage to that observed in the returned reader was replicated by placing a known good reader in the microwave oven. This indicated that the returned reader was also likely exposed to the microwave field, which resulted in the damage of pcba and the reader components. Therefore, this issue is not confirmed to use.

Event description:
Customer reported that their freestyle libre reader "burned" while charging it. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader "burned" while charging it. There was no report of death, serious injury, or mistreatment associated with this event.